Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown without an alarm or warning. The iabp unit was turned back on and functioned normally until a replacement unit was brought in. The affected unit was taken out of service and sent to biomedical engineering dept. There was no patient harm or adverse event reported.

Manufacturer narrative:
An email was sent to the customer to obtain the status of the iabp unit. The customer stated that the clinical engineering evaluated the unit and determined that the battery was dead. No parts were replaced and no repair was needed. The iabp unit has been returned to clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown without an alarm or warning. The iabp unit was turned back on and functioned normally until a replacement unit was brought in. The affected unit was taken out of service and sent to biomedical engineering dept. There was no patient harm or adverse event reported.